Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a false (B)(6) result in association with the chromid tm mrsa agar. Internal investigation was conducted. Retention samples for this chromid mrsa batch were tested; results obtained were in accordance with product specifications. In addition, a thermal shock process (validated during stability testing) was performed on various batches within various timeframes of the shelf-life. Just after manufacturing 1004248040 and 1004270840). After 6 weeks manufacturing (middle expiration: 1004184040 and 1004158090). At expiration date (1004142170 and 1004123930). In all cases the selectivity after performing thermal shock was in conformance with specifications for the sample strains used during stability testing (s. Aureus 614, s. Aureus 605 and s. Aureus atcc 29213). The chromid mrsa product is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer reported (B)(6) results (5 times in 2 weeks) when using product chromid mrsa agar, ref. 43459, lots 1004112990 and 1004036580. Customer tested 3 additional patient samples sensitive to (B)(6) on the lots and those did not provide the results anticipated. There was no reported delay or patient harm due to discrepant results.